Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. The lv lead was going to be repositioned, however, the coronary sinus branch was occluded, so a new lead was placed. The dislodgement was confirmed through x-ray and fluoroscopy which showed the lv lead had dislodged into the atrium and was not capturing. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to product performance issue. Additional information was obtained indicating that the lead was dislodged and was unable to use the same lead as the coronary sinus branch was occluded. Dislodgement was confirmed through x-ray and fluoroscopy. Clinical conservation noted prior to dislodgement was there was no response to bi-ventricular pacing and atrial capture off lv lead. No additional adverse patient effects were reported.